Event description:
This is the second of two reports (same user facility, same product ID, same adverse event of laceration, similar product problem, different product lot code, different pts). On (B)(6) 2015, an incident that involved the a1059 mayfield modified skull clamp was reported to integra. No other details were provided. Add'l info was requested and on (B)(6) 2015, the following was provided by the customer: a (B)(6) year old male pt with an underlying medical condition of chiari malformation underwent a posterior fossa craniectomy for decompression on (B)(6) 2015. Stereotactic guidance not used. The mayfield skull clamp was placed while the pt was in a supine position. When the pt was turned into the prone position with the skull clamp in place, the pins slipped and laceration occurred. Mayfield disposable adult skull pins (a1072) were used. Lot number was not provided. The pins and the packaging were disposed of by the customer. The pt was taken out of the skull clamp and repositioned onto a mayfield horseshoe. The laceration was sutured by the surgeon. Surgery continued without further incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.